Event description:
It was reported that the ilet bionic pancreas generated recurring alert 60 indicating a ble communication error despite multiple restarts as instructed, and the user transitioned to back-up therapy while a replacement was arranged. Symptoms included no reported adverse clinical effects and no changes in blood glucose. Outcomes included temporary interruption of device therapy with continued diabetes management using back-up therapy without hospitalization. The device was returned for investigation. Preliminary investigation of this case revealed persistent communication failure consistent with a malfunction related to the device¿s ble communications board. After exchanging hoverboards and establishing that the bluetooth was not communicating with the host, the device failed the leakage test, yet there was no evidence of fluid ingress. The cause of the bluetooth failure remains unknown. The patient's complaint has been verified.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.